Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Please note, this set of medical records has multiple redactions that are not able to be evaluated at this time. This initial review will be of the information provided. A request has been for a clean copy of the records, they will be evaluated once received. Primary operative notes (B)(6) 2014 indicate the patient received a right total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and competitor cement was utilized x2. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2020 indicate the patient received a right total knee revision due to severe pain, extensive synovitis, ligamentous laxity and grossly loose and subsided tibial component. Large cavity bone loss was noted for both the tibial and femoral sides upon primary implant removal. All implants were revised with the exception of the patella. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2014. Dor: (B)(6) 2020. Right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.